Event description:
It was reported that the device intermittently failed to detect a therapy cable connection. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has received the device and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.